Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was a faulty microprocessing unit board. The microprocessing unit board has been replaced.

Event description:
The facility representative reported a infusor pump with a condition of "stops infusing after about 20 mins of infusing then starts buzzing." This condition occurred during programming/setup. The area where this event occurred is anesthesia. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.